Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation, the device failed an upstream occlusion preventative maintenance test, caused by a failed upstream sensor that has a loose alignment guide pin (left). The upstream sensor/ pusher will be replaced.

Event description:
A pump was returned for an unknown reason. There was no reported patient injury.